Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/01/2021.

Manufacturer narrative:
B4/f8: date of this report in MDR follow up #1 is being corrected from blank to 06/24/2021.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However the tachycardia seems related to intolerance to the set treatment parameters and unrelated to the blood loss. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Facility name: (B)(6). Initial reporter address: (B)(6). Initial reporter phone: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m150 an air detected in blood alarm was triggered. It was reported that the patient lost blood twice due to the alarm. The patient became tachycardic when and then recovered after a few minutes. There was no patient injury or medical intervention associated with this event. No additional information is available.